Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 was displaying inaccurately high results compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, in the evening, the patient reported testing her blood glucose on her lfs meter and obtained a result of "398 mg/dl," the patient then tested on her back up meter and obtained a result of "263 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% or <=30mg/dl performed within 30 minutes of each other. The patient reported using self adjusting insulin (unknown type and dose) to manage her diabetes. Reportedly, in response to the high blood glucose reading, the patient self administered insulin (unknown type and dose) according to her sliding scale. The patient reported 1 hour after the alleged issue began, she developed symptoms of "sweaty, weak, felt like passing out." Sometime later, the patient reported giving herself something to eat or drink. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement, and the patient's test strips were in good condition. The cca noted that the patient's testing process was correct, and she was using the approved sample site for obtaining a blood sample. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient tested on her lfs meter and obtained an inaccurately high result, treated herself with insulin, and developed symptoms suggestive of severe hypoglycemia. In addition, the reported results did not meet lfs criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.